Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; g3; h2; h3; h6. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible malposition on the initial film and eventual complete posterior dislocation on the follow-up film. No definite excessive stem ap version is identified. The complaint is confirmed based on the provided x-rays. No problem was found with the stem upon review of the mmi report. The bone fracture occurred prior to the initial surgery. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00190, 0001822565-023-02177. G2: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a right hip revision approximate eight days post implantation due to a dislocation and fracture to the neck of the femur. The surgeon noted that the stem had excessive anteversion, the bipolar shell was too big. The head, liner and stem were removed and replaced. Attempts have been made and no further information is available.